Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. The device has been previously sent into service for the reported condition. During previous services, the batteries and the battery harness were replaced.

Event description:
The customer reported "damaged battery alarm" on a colleague infusion pump, which potentially interrupted delivery. This alarm had the potential to interrupt delivery. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.